Manufacturer narrative:
Device evaluated by MFR: the device was returned and analyzed. The guidewire was returned with only a section of the polymer jacket remaining on the guidewire. A section of the core wire was exposed, as the polymer jacket was damaged. Visual analysis revealed the guidewire had a bent distal tip. The distal tip of the guidewire was intact. The outer diameter of the distal, middle, and proximal sections of the wire were measured and were within specifications.

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the lower extremity artery. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the coating on the guidewire peeled off. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the coating of the guidewire was detached into the guide catheter and the detached part was able to removed from the patient's body without any intervention.

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the lower extremity artery. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the coating on the guidewire peeled off. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the coating of the guidewire was detached into the guide catheter and the detached part was able to removed from the patient's body without any intervention.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in an artery of the lower extremity. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the coating on the guidewire peeled off. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.